Event description:
A malfunction with code malf 24 was reported, and it did not result in any adverse impact on the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) of insulin as a backup therapy while awaiting a replacement pump. Technical support resolved the issue by sending a new pump with updated software and instructed the customer on how to return the malfunctioning pump. The customer was informed about programming the new pump and connecting their continuous glucose monitor to it.